Event description:
It was reported while using the bd nexiva¿ closed IV catheter system needle disengagement was difficult. Report 2 of 2. The following was received from the initial reporter: 1) IV inserted , blood dripped from connection of tube and pink hub. Hero placed 2) IV placed without difficulty , rn went to pull grey hub for the needle safety to lock and be removed from the IV. Yop grey hub that attached to color of IV unable to detach. Entire IV had to be removed from patient and patient needed to be re-poked

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (needle disengagement difficult):one 20g nexiva device from lot #3087439 was provided for investigation. The product was evaluated and found the needle was received fully retracted, but the needle and tip shield safety mechanism would not separate from the catheter adapter. It appeared that the tip shield had been punctured by the needle during manufacturing and the plastic flash that was formed from the puncture was caught in the v-clip, which prevented release of the winged catheter adapter. A device history review was performed for the reported lot 3087439, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this event. Manufacturing personnel have been notified of this incident. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. We regret any inconveniences this incident may have caused you and your facility. H3 other text : see manufacturer narrative.

Event description:
It was reported while using the bd nexiva¿ closed IV catheter system needle disengagement was difficult. Report 2 of 2. The following was received from the initial reporter: 1) IV inserted , blood dripped from connection of tube and pink hub. Hero placed. 2) IV placed without difficulty , rn went to pull grey hub for the needle safety to lock and be removed from the IV. Yop grey hub that attached to color of IV unable to detach. Entire IV had to be removed from patient and patient needed to be re-poked.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.